Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of high elecsys ft4 ii assay (ft4 ii) results for 1 patient that did not match her clinical picture when tested on a cobas 6000 e 601 module. The ft4 ii results were erroneous when compared to the siemens method and the beckman method. The erroneous results were not reported outside of the laboratory. The customer thinks the results from the siemens and beckman method correspond better to the patient¿s clinical picture. The patient had a total thyroid resection in (B)(6) 2016. The patient normally takes 50 ug of l-thyroxine 3 times a day for maintenance. The patient is also tested periodically on the e601 module to detect her thyroid hormone level. Based on the data provided, erroneous results were also identified for ft3 ¿ free triiodothyronine (ft3), thyrotropin (tsh) and triiodothyronine (t3). This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 erroneous results, medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the t3 erroneous results. Refer to the attached data for patient results and medication adjustments. There was no allegation that an adverse event occurred. The e601 module serial number was not provided. A specific root cause could not be identified. Additional information was requested for investigation but could not be provided. Based on the data provided for investigation, the difference between the tsh, ft4 ii and ft3 results from the (B)(6) 2017 sample with different manufacturer¿s methods most likely relate to the presence of an interfering factor. The differences between the tsh, ft4ii, ft3 and t3 results from the (B)(6) 2017 sample are also most likely due to this interfering factor. This interfering factor may interfere with the assays from siemens and/or the assays from beckman and the roche assays; however, since the sample cannot be provided for investigation, this cannot be confirmed.